Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Per the customer the sample was discarded but the lot number was known. Therefore no sample evaluation could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267/2265 alarm, which occurred on the homechoice (hc) during use, during an unknown cycle last night. The caller recycled power and cleared the alarms prior to calling and was not near the machine. The caller would call the registered nurse (rn) per the air detected alarm and the home patient (hp) being connected. They would use new supplies that night. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy the next day when he started therapy with new supplies. He did not complete his therapy that night after getting the alarm. He was able to discuss the alarm with his nurse. He did not notice anything unusual with any of the previous supplies. No reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.